Event description:
I used the phillips (later recalled) CPAP. I called the company prior to any recall notice to let them know there were black particles floating inside the water chamber. They said to continue using the machine and this was sometimes normal. I was later diagnosed with kidney cancer and had a kidney removed.